Event description:
The dentist reported that the implant mount fractured at placement of the implant. The implant was removed and a new implant was replaced.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The mount screw was fractured. Broken piece of mount screw remained stuck within the implant. The lot number for the mount screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes.